Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 20 synergy drug-eluting stent was selected for use to treat a lesion. However, during unpacking when the stent protector was removed, the stent came off the stent delivery balloon with the stent protector. The device was never used inside the patient and the procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the delivery system and was damaged across its entire length. Stent struts were stretched, pulled and misaligned. The maximum stent profile measurement is within the maximum crimped stent profile specification. The stent protector inner diameter (ID) of the returned device is within the specified inside diameter of the stent protector specification. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. Based on the analysis results and the event description; it is most likely that stent detachment occurred during the preparation and handling of the device following removal of the stent protector. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings appeared relaxed and open. Crimp markings were prominent on the exposed balloon wall. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50 x 20 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during unpacking when the stent protector was removed, the stent came off the stent delivery balloon with the stent protector. The device was never used inside the patient and the procedure was completed using a different device. No patient complications were reported.